Manufacturer narrative:
It was reported that a piece of the ett stylet casing was found in a patient's left lung via a chest x-ray. Reportedly, the patient was transferred to another facility for further care. The manufacturer received this information through a medwatch (mw5091490) which contained no contact information for the reporter or for the reporting facility. Multiple product lot numbers (59217091512, 59218102251, 59219010204, 59219030450, 59219040715, 59219050916, 59219061337) were reported in the medwatch and it is unknown which product lot number was involved in the reported incident. No additional information has been received by the manufacturer. No sample has been returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a piece of the endotracheal tube (ett) stylet casing was found in a patient's left lung.